Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon inserting the acetabular screw into one of the dome screw holes of a mallory head shell, the screwdriver would not disengage from the screw head. The surgeon hit the back of the ratchet handle driver with a mallet to loosen it resulting in the tip of the driver breaking off in the screw head. The tip was unable to be removed. There was no issue with the seating of the polyethylene liner in the shell, but the tip was retained in the patient. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected and additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Complaint was evaluated and the reported event was confirmed. Inspection of the returned device revealed the tip had fractured. The device was sent to sem for fracture and material analysis. The analysis identified the instrument has numerous superficial scratches & wear marks suggesting heavy use over time. The hex tip fractured at an angle to the main shaft axis. The fractured off hex tip was not returned for this examination. The fracture artifacts are consistent with a torsional overload fracture. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.